Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on assistance with pump programming and experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101 and mmt-1884. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. Customer requested assistance with pump programming. Assisted customer with requested programming. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6101. No product return is required for mmt-1884.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). To assist with the resolution of the issue, we provided helpline team with the following steps. From csr and the teneo logs it looks like the new pump is paired and uploading successfully. Is the patient still having this issue? The issue was not confirmed by analysis of the logs that were collected for the time of the event. The helpline informed us that the issue is resolved now and no further analysis required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.